Event description:
Davinci robot gave error code that the robot was not connected to power and it was running on battery. The robot was connected to a red outlet. We moved it from one red outlet to another but the same error message displayed. I called the 800 number and spoke with a rep. They instructed us to undock from the patient and do a hard reset. Once we did this the system reset itself and we were able to finish the case. This apparently had happened one time before but the team did not report it.